Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted call service alarm cs 127-00ef and it did not clear. New batteries from a different package were used, however the alarm recurred and was recorded in the device alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a review of the device history indicated multiple cs 127 call service alarms on the event date. The pump was powered on, and the same cs 127 alarm was emitted; the alarm could not be cleared. The pump case was removed, and the reference voltage tested to be out of specifications. A suspect component on the printed circuit board was removed, and the reference voltage measured to be back within specifications, indicating a single component failure. The pump was primed and exercised with no further alarms.